Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The customer received troubleshooting information over the phone. The customer was advised to replace the flow sensor and data acquisition (da) printed circuit board (pcb). The customer will repair the ventilator. The da pcb was received for evaluation. Visual inspection of the returned board did not revealed any contamination or damaged. The da pcb was tested and there was no fault found. The product meets the specifications. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during performance verifications test (pvt) the flow testing reads 1.1 liters per minute (lpm) at zero flow. The proximal pressure reads -.62 when set to 0 cmh20. The ventilator was not in use on a patient at the time of the event occurred.